Manufacturer narrative:
(B)(4): it was reported that patient was advised to have a bowel sphincter surgery, has not done yet.

Manufacturer narrative:
It was reported that post implantation, the patient experienced pain, dyspareunia, and recurrence of incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence, rectocele, fecal incontinence, and interstitial cystitis.

Event description:
It was reported that the patient underwent a gynecological procedure on 01/24/2001 and a sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. No additional information was provided.